Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had multiple no deliveries while using some past infusion sets with the insulin pump. The customer had a blood glucose value of 324 mg/dl. The customer declined troubleshooting, and stated the issue was resolved by a complete set change. The customer did not wish to return the set or reservoir for analysis. The customer stated would call the helpline back for more troubleshooting if the issue recurred. Infusion sets were sent to the customer. No further information was provided.